Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient reported blood glucose readings as low as 53mg/dl with extreme symptoms of disorientation and sweatiness after inadvertently delivering excess insulin. The patient stated that oral carbohydrates were consumed and the pump was disconnected to treat the hypoglycemia. At the time of the contact, the patient¿s bg was said to have resolved about two hours prior to 98mg/dl and symptoms dissipated. Customer technical support (cts) reviewed the bolus history with the patient; there were three bolus amounts of approximately the same amounts between 5:35am and 5:44am for a total bolus delivery of 41.5 units when only 16.75 units were required. The patient reviewed with cts the mistakes made when programming these boluses which included incorrectly programming a second bolus when the original bolus exceeds the max limit setting. Cts educated the patient about how to avoid inadvertent deliveries in the future. This complaint is being reported because the patient experienced hypoglycemia as the result of incorrect bolus programming.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.